Event description:
The hospital reported that during a coronary artery bypass graft surgery, the heartstring seal did not deploy into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. The maquet sales representative retrieved the product from the hospital and upon inspection stated that the safety lock was still in the lock position and he was not sure why. It looked like the seal was loaded into the delivery tube, removed from the loader device and the delivery system then was inserted back into the loader device.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal subassembly was outside of the delivery tube and in the loader device. The delivery device appeared to have been re-inserted back into the loader device after being removed from the loader device without the seal. The delivery device's plunger had not been depressed. There was no evidence of blood on the loader or the delivery device. It can be concluded that the seal was never loaded successfully into the delivery tube, and given that the plunger had not been depressed, the complaint for the failure to deploy into the aorta was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).